Event description:
A malfunction alarm, identified as malf 12, was reported. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the issue reappeared.